Event description:
Bpm just stopped working. When placed on the arm to measure the device will not go above 29.

Event description:
Bpm just stopped working. When placed on the arm to measure the device will not go above 29.